Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. The inner insulation of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching. Analysis comments indicated the helix dimension test result was within specification and helix was able to be extended and retracted. But turned to retracted helix was without specification due to lead stretched with buckling of the inner insulation. Extrinsic/ damaged at the implant.

Event description:
It was reported that during the implant attempt the lead got stuck in the patient's vein. After the physician removed the lead, the helix would not retract and was apparently stretched during the withdrawal. A different lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt the lead got stuck in the patient's vein. After the physician removed the lead, the helix would not retract and was apparently stretched during the withdrawal. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.